Event description:
Pt reported that she experienced low blood glucose and was admitted to the hospital. Pt stated that she thinks the low blood glucose was caused by a bolus she gave and not because of a malfunction of the pump.